Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the ptfe pad of the subject device was worn and partially separated. The coating of the probe of the subject device was partially missing. Omsc checked the probe, with no irregularities noted. When we closed the grasping section and activated seal mode, seal short circuit error did not occur. The manufacturing history was reviewed, with no irregularities noted. These types of the ptfe pad damage and the coating was missing are most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was separated and the coating of the probe was missing when the user continued to activate output without contacting tissue (including after the tissue already cut). Also, there is a possibility that open circuit error occurred since the user continued to activate without holding tissue. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic partial hepatectomy, three thunderbeat devices were used. In the procedure, three devices were broken. The procedure was completed with fourth thunderbeat device. Olympus medical systems corp.(omsc) received and evaluated the three thunderbeat devices. As a result, omsc found that the ptfe pad of the second thunderbeat device was separated on (B)(6) 2017. Also, the coating of the probe of the second thunderbeat device was partially missing. There was no patient injury reported.